Event description:
This case qualifies as a complaint because a second surgery was required to exchange the sign implant for a larger one. Two surgeries were required for treatment of a femur fracture of the right leg. The first surgery took place on (B)(6) 2012, the second on (B)(6) 2014. A follow-up exam with x-ray on (B)(6) 2014 does not show any issue nor are there any comments included in either case report. The follow-up x-ray shows excellent healing at the original fracture site. The pre-op x-rays from the second surgery indicate a secondary fracture occurred at the location of the distal interlocking screws. A 360mm length implant was used to replace the original 280mm implant. Guidance on best practice for sign im nailing surgery is included in the sign technique manual including proper selection of the implant length. But, in cases where surgeons in developing countries do not have access to a large supply of implants, they are forced by circumstance to use what they have. No corrective action is indicated at this time. Additional implants have been shipped to this hospital which enable this exchange surgery to occur.